Manufacturer narrative:
The device was returned to zoll medical japan and the customer's report was observed upon initial testing. However, the device was put through extensive testing without duplicating the report. The customer declined repair of the device. The device was returned labeled "not for clinical use". Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.